Event description:
Hcp reported patient presented with signs of an infection of the lead track. These include redness and drainage. Unknown if cultures were obtained. Hcp states patient does not have meningitis. The patient was treated with oral antibiotics. No report of device explantation.hcp reported patient's infection is now resolved.